Manufacturer narrative:
Information received from the zoll service technician on (B)(4) 2019, stated that the hospital's biomed was able to clear the mid:14 (bg power supply) error message by switching the voltage regulator back to 115v on the thermogard console (sn (B)(4)) and was placed back in service and further information was not provided as the customer retained the service record.

Event description:
The thermogard console (sn tgxp11393) displayed an mid:14 (bg power supply) error message on power up. The reporter was unable to specify if another console was used for therapy. No known impact or patient consequence was reported.